Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Pump error 63 alarm confirmed in the device history and during self test due to broken trace. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss alarm noted in the long trace or device history. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was turn off and had hardware low level failure alarm. The customer stated they were able to clear the alarm but not able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.